Event description:
It was reported by service report that the stretcher was dropping out of steer/zoom on ramps due to a worn dampener. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Zoom; dampener.